Event description:
It was reported by service report that the rod side hydraulic hose was leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - rod side hydraulic hose.